Event description:
It was reported that during the procedure it was not possible to slit the catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary- the mechanical operation of the catheter shaft was bent, analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated there was damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.